Event description:
End user alleges while operating the motorized wheelchair on a sidewalk and fell out of the unit. End user was not wearing a seat belt. As a result of the incident the end user alleges she was hospitalized.

Manufacturer narrative:
Hoveround has not been given access to the motorized wheelchair to conduct an eval. If hoveround is given access to the equipment an eval will be conducted. The end user report not wearing a seat belt. The owner's manual warns, "always use the seat belt."